Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller exchange before contacting the healthcare team. The controller exchange went well with no issues. The patient was not symptomatic. The emergency backup battery (ebb) was already replaced on the controller on (B)(6) 2024. The decision was made to replace the system controller. Log files recorded an ebb fault event at (B)(6) 2024 at 17:18:56. This event appeared to have occurred after the system controller attempted a load test. The system was able to maintain expected pump speeds until the driveline was disconnected on (B)(6) 2024 at 17:25:55.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted (20241210_111309) and downloaded (e1070855) for review that showed overlapping events spanning approximately 9 days (02dec2024 ¿ 10dec2024, 07jan2025 per timestamp). Events occurring on 07jan2025 were recorded during testing at abbott. Backup battery fault alarms due to the backup battery not passing the load test were active on (B)(6) 2024 from 17:18:56 ¿ 17:43:21. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2024 at 17:25:55 for a system controller exchange. There were no other notable alarms active in the log file. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. Additional information provided on 26dec2024 stated the backup battery fault alarms resolved following the system controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.